Event description:
Patient's mother contacted dexcom on 02/29/2016, to report a missing sensor wire that occurred on 01/29/2016. The sensor insertion was at the abdomen on 01/29/2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(6).